Event description:
The customer has reported that the cutter is not spinning to make an adequate cut. The port entry was checked to make sure that the dc motor adapter was not broken. The st holster is coming in for an evaluation of the cable (blue). The patient was possible rescheduled for further evaluation.

Manufacturer narrative:
The unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the blue rotational cable. The part replaced that was no complaint related was the green translational cable. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.